Manufacturer narrative:
H4: the lot was manufactured from june 17, 2022 - june 21, 2022. H10: six (6) actual samples were received for evaluation containing 55, 56, 57, 58, 61 and 62 ml of fluid in their bladders. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the devices were found to be within specification. The reported condition was not verified. The devices were determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: reported as "every day this week" should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) large volume folfusors underinfused. The patient had under infusions each day for a week. The fofusors had approximately 15%-20% of solution remaining in the devices. The devices had been filled with 18g of piperacillin/tazobactam in 0.9% sodium chloride for 23hours continuous infusions. There was no report of patient injury or medical intervention associated with this event. No additional information is available.